Manufacturer narrative:
Investigation summary: it was reported while drawing up the medication from the vial the customer noticed there is a speck of material in the syringe afterwards. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a 1ml syringe with a needle assembly connected to it. The syringe has a brown speck that appears to be embedded degraded resin. A device history record review was completed for provided material number 305211, lot number 9193814. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer of foreign matter in the syringe is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was seen in the syringe after using the bd¿ blunt fill needle with filter to draw up eylea into it. The following information was provided by the initial reporter: "the costumer was drawing up the eylea from the vial himself and noticed that there is a speck of material in the syringe afterwards".